Manufacturer narrative:
The eds3 drainage system was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer could be due to a crack in the connector due to over tightening, as noted in the IFU finger tightening when connecting devices. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a csf drain system (eds3 ID (B)(4) without ventricular catheter) was connected to an external ventricular derivation. On (B)(6) 2024, the doctor noticed a leak on the proximal stopcock: it was perforated. All the system was replaced at bedside, no patient consequences.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.